Event description:
Complainant alleged that during biomed testing the device inappropriately displayed "poor pad contact" and defib pad short" while the multi-function cable was connected to the paddles. Complainant indicated that there was no patient involvement in the reported malfunction.